Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor cement. On (B)(6) 2018, had a consultation regarding complaints of left knee pain, instability, and swelling. The physician indicated x-rays of the knee suggested lucency around the implant in the cement mantle on the tibial component. On (B)(6) 2019, a note from the patient¿s heart and vascular physician indicated the patient was under his care for cardiac related issues. The patient underwent CABG on (B)(6) 2019, and was not clear for knee replacement surgery at that time. On (B)(6) 2020, patient received a left knee revision to treat pain and severe mid-flexion instability secondary to tibial tray loosening. Upon entering the joint, the tibial tray was grossly loose and debonded at the cement to implant interface and easily removed. The femoral implant was well-fixed but revised. There was no reported product problem with the revised tibial insert. The natural patella was resurfaced. The patient was revised with a competitor construct and received a primary competitor patella. The procedure was completed without complications. Doi: (B)(6) 2017 dor: no revision (lt knee).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.